Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4632 - prolonged surgery implies to hm-delay in treatment and clinical code (4582 - no clinical signs, symptoms or conditions) does not apply. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after inserting the tecnis simplicity tecnis eyhance intraocular lens (iol), customer saw a crack down the center of the optic and replacement with dib00 lens was done. There was 14 min delay in procedure. Lens was implanted and removed during the same procedure. Additional information stated that the lens has been discarded. Upon further follow up it was informed that the issue was noted during original surgery and removed and replaced promptly from the patients right eye. Lens was not left in, once crack was noted after placement. No injury known to the patient. No other information is available.